Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735585, software version: 3.1.1. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial resection procedure. It was reported that the ear, nose <(>&<)> throat (ent) surgeon performed the registration and did the approach. The surgeon was accurate on the skin and in the sinuses. Once the surgeon started to navigate, they were inaccurate by about 6mm. The surgeon then checked the skin and was inaccurate there as well. They removed some retractors in the sinus and reregistered the patient. They were accurate for the remainder of the case. This caused a surgical delay of less than one hour. There was no impact to the patient outcome. The probable cause was that the patient reference frame moved.

Manufacturer narrative:
H3/h6: a software analysis was initiated, however, based on the information provided, after re-registration the site was accurate for the remainder of the case. Hence, suspecting movement of the frame, but there is no way to confirm this. Logs and archives cannot capture this information so it would not be helpful. Codes b01, c19 and d15 are applicable to the software analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an archive analysis. It was reported that an exam was loaded onto an equivalent navigation system. Registration was missing from the export, however the exam quality was good. The registration model built a clear skin model. There was some artifact towards the back of the head, but was able to be threshholded out of the image. Since the surgeons were accurate immediately after registration, but then became inaccurate on the skin level, the reference frame is suspected to have been moved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.